Event description:
It was reported that during a hemorrhoid procedure, the device was damaged. The knife was defective. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Damaged knife and off center cut. The analysis results found that the device arrived with the knife damaged and loose; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil, causing the damage to the knife and the heat stake posts. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. No functional test was performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.